Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and fell off at the patient's vocal cord and was retrieved with a snare device. There was no harm to the user and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.